Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of flow runs and then stops going to over temperature was confirmed when filling tank and powering on. This was isolated to a faulty pcp board. The physical condition of the device revealed wear and tear damage to enclosure, front cover, line cord, pole clamp, and water tank cover. It was determined do the age of the device, it will be scrapped.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 flow runs then stops and goes into over temperature.. No patient adverse events reported.